Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to t-wave oversensing (twos) with electrolyte imbalance. Reprogramming was done and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2006 (B)(6). This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).